Event description:
It was reported a filter prematurely deployed in the patient which resulted in inappropriate placement. Another filter was successfully placed without patient complications. A delivery system in the locked position was received, evaluated and retained by this manufacturer. The filter remains implanted and was therefore not returned for evaluation. No problems were noted with the delivery system. A lot search was performed and revealed no other complaints to date on this lot number. Follow up could not confirm if continual flushing of the carrier system during the implant procedure was performed, which the company believes may have contributed to this event. However, the company is unable to determined the exact cause of this event. The company's directions for use state: "an inferior vena cavogram must be performed prior to insertion of the stainless steel greenfield vena cava filter with 12 french introducer system. This procedure determines caval patency and diameter and is used to evaluate the inferior vena cava for the presence of thrombus and congenital anomalies... Insufficient flushing can allow thrombus formation inside the filter which can bind the legs and prevent complete opening upon release... Confirm location of the carrier capsule by injecting contrast through the handle of the introducer catheter... Do not attempt to move or manipulate an engaged filter... In most cases, a second filter, properly placed, should be implanted for protection against recurrent pe".